Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30 degree endoscope camera associated with this complaint. Failure analysis did not confirm nor replicate the reported event.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30 degree endoscope plus became hot and burned the patient at the cannula port site. The injury was identified at the port site after the procedure was completed while closing the patient. The port site was noted to be where the 30 degree endoscope plus was placed the entire procedure. Antibiotic ointment was applied at the burn site. No system errors or complications occurred intraoperatively.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) has received the 30 degree endoscope plus for failure analysis investigation. However, as of the date of this report, the evaluation of the device has not been completed. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.